Event description:
The manufacturer received information alleging a ventilator malfunctioned and would not power on. The patient was hospitalized. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.